Manufacturer narrative:
The reported incident that volar smartlock dr plate, narrow, x-long was alleged of issue, implant breakage after surgery could be confirmed. The device inspection revealed the following: the broken surfaces clearly indicating a mechanical overload fracture. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by a mechanical overload. Additionally, pseudarthrosis was indicated. Possible system adverse effects; (90-03200 rev g 03-2014 implants dr, non locking IFU_low res vax_IFU-2): non-union or delayed union which may lead to breakage of the implant. Bony necrosis, osteoporosis, inhibited revascularisation, bone resorption, and poor bone formation can cause premature loss of fixation leading to non-union. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the surgeon that the implant is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.

Event description:
It was reported by the surgeon that the implant is broken.